Manufacturer narrative:
Unit received with reservoir tube completely broken off and the reservoir does not stay locked in. Unit received with missing o-ring and with minor scratches on lcd window.(B)(4)

Event description:
The customer reported via phone call that the insulin pump's reservoir ring was missing. Where the reservoir goes in, one of the outer circles cracked off. The reservoir did not stay in the insulin pump. Customer's blood glucose level was 193 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.